Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 8 years and 10 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis. According to the operative report, the patient was brought to the operating room and a tee was performed which demonstrated mildly decreased left ventricular function, left ventricular hypertrophy and severe prosthetic valve stenosis with no movement of 2 out of 3 leaflets with remaining leaflet allowing blood flow coming through. Patient also was found to have a fistula from the lv outflow tract to the left atrium. The aortic valve was exposed. The 2 leaflets of the aortic valve were completely frozen and fused. The third leaflet is only remaining leaflet that is moving. The aortic valve was cut out along the annulus level. Just right below the commissure between the left aortic and non-coronary cusp level there is a pinpoint communication into the left atrium. This was closed. The valve was replaced another edwards bioprosthetic valve. The patient tolerated the procedure without difficulties and was transferred to the ICU in stable condition.